Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with one of the light ¿ lucea. As it was stated the plastic casing of the lucea was broken and due to this was removed from the room. Customer did not provide any information about any parts falling down however on the provided photographic evidence lack of some particles was noticed, therefore we could suspected that some of them potentially fell down. Taking under consideration collected up to date information we decided to report this case based on potential as any parts falling from the device might cause contamination. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of examination lights - lucea 40. As it was stated the plastic casing of the lucea was broken and due to this was removed from the room. As it was stated the plastic casing of the lucea was broken and due to this was removed from the room. Photographic evidence of the issue was provided and it was in line with alleged situation. Moreover in some of affected light heads visible lack of particles was noted. Based on this evidence we could suspected that break of plastic casing could led to missing particles which could further fell down. In general any parts falling down during procedure could led to contamination, therefore even in case at hand no information about any parts falling down was provided we decided to report this case in abundance of caution and based on potential as any parts falling from the device might cause contamination. It was established that when the event occurred, the surgical light did not meet its specification as broken chasing could be considered as technical deficiency of the device and it contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never led to serious injury or worse, to death. Cover cracking is indicated by our product experts to likely be caused by combination of different factors such as abnormal use or inappropriate cleaning and disinfection protocols. We believe that all remaining devices are performing correctly in the market. We also believe that if the preventive maintenance would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is being investigated by the manufacturing site.

Event description:
Manufacturer's reference number (B)(4).